Manufacturer narrative:
We have contacted the initial reporter to request additional information. This MDR includes all patient, event and device information davol has received to date. Based on the information provided it is unknown whether the device may have caused or contributed to the reported event. The md alleges that the patient had a "severe allergic reaction" following implant. Currently, an allergy test has not been conducted and it appears the mesh remains implanted. Additionally, product identifiers have not been provided therefore manufacturing review is not possible. With the limited information, no conclusion can be drawn.

Event description:
The following was reported by the patient's md: on (B)(6) 2012, the patient was implanted with a ventralex mesh during repair of an umbilical hernia. Two weeks later the patient began to experience a "severe allergic reaction".